Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the review of a remote monitoring transmission one stored high rate non-sustained ventricular tachycardia (vt) episode with possible oversensing noise was observed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.